Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿controller 2.0, controller 2.0 / (B)(4) / model #: 1420-controller / expiration date: 12/31/2018, UDI #: (B)(4), device available for evaluation: yes, return date: 07/30/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: 12/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿battery, battery / (B)(4) / model #: 1650de / expiration date: 07/31/2016, UDI #: (B)(4), device available for evaluation: yes, return date: 07/30/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: 12/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿battery, battery / (B)(4) / model #: 1650de / expiration date: 07/31/2016, UDI #: (B)(4), device available for evaluation: yes, return date: 07/30/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: 12/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿battery, battery / (B)(4) / model #: 1650de / expiration date: 07/31/2016, UDI #: (B)(4), device available for evaluation: yes, return date: 07/30/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: 12/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿battery, battery / (B)(4) / model #: 1650de / expiration date: 07/31/2016, UDI #: (B)(4), device available for evaluation: yes, return date: 07/30/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: 12/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿battery, battery / (B)(4) / model #: 1650de / expiration date: 05/31/2019, UDI #: (B)(4), device available for evaluation: yes, return date: 07/30/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: 05/08/2018, labeled for single use: no. Brand name: heartware ventricular assist system ¿battery, battery / (B)(4) / model #: 1650de / expiration date: 07/31/2016, UDI #: (B)(4), device available for evaluation: yes, return date: 07/30/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: 12/31/2017, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple controllers would not recognize connected batteries and the batteries did not provide power to the controller. Two controllers and six batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controllers and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(4) revealed that the devices passed visual inspection and functional testing; (B)(4) were able to fully connect to a controller and provide power. Failure analysis of (B)(4)revealed that the battery passed visual inspection. Functional testing revealed that the battery was unable to provide power. Supplemental testing revealed an open wire within the battery's strain relief. As a result, the reported event was confirmed with only (B)(4). A review of the backup controller's log file, (B)(4), revealed a power up event on (B)(6) 2018, at 01:15:12. A data point was not recorded, however, a vad disconnect alarm was recorded at 01:15:20. The vad disconnect entry revealed that only a controller ac adapter was connected to power port two (2) of the controller. A review of the primary controller's (B)(4) log files revealed that on (B)(6) 2018, at 00:54:31, the controller was connected to (B)(4) on power port one (1) with 71% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 24% rsoc. A review of the controller's internal logs revealed that at 00:55:43, (B)(4) experienced a momentary disconnection. The internal log's data file then revealed that at 00:57:31, the controller was only connected to (B)(4) on power port two (2) with 24% rsoc. The patient may have perceived (B)(4) losing electrical connection as the reported "sudden depletion". Based on the available information, the most likely root cause of the reported "sudden depletion" and inability of a battery to provide power can be attributed to an open wire within strain relief; a possible cause of the open wire might be due to wear over time, which likely cause the wire to fray. The remaining batteries were able to adequately provide power; a possible root cause of the reported inability of the backup batteries to provide power can be attributed to a marginal connection between the batteries can controller. Additional products: d4: controller / (B)(4). H6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 d4: battery / (B)(4). H6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 d4: battery / (B)(4). H6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 d4: battery / (B)(4). H6 FDA method code(s): 10, 4112 h6 FDA results code(s): 180 h6 FDA conclusion code(s): 19 d4: battery / (B)(4). H6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 d4: battery / (B)(4). H6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 d4: battery / (B)(4). H6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.